Event description:
A report was received stating that while in the operating room, the listed device was placed in the patient. When the patient was brought to post operation, the device was observed leaking. The device was in use for approximately 30-45 minutes during which the patient's saturation levels read 87-89. Oxygen was administered and the patient's saturation levels rose. The tracheostomy tube was exchanged. No permanent patient injury was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.